Manufacturer narrative:
Occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The requested strips have not been returned. If materials are returned in the future and supplemental report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown hospital method. The meter result was 2.55 inr. The hospital result was 3.8 inr. Time difference between measurements was 1 hour. The patients therapeutic range is 2.0 inr-2.5 inr.

Manufacturer narrative:
The evaluation method code was updated.